Event description:
The customer reported two instances where a prisma machine in tpe (therapeutic plasma exchange) mode removed too much cc of plasma on two occasions, even though, the pt plasma removal rate was set to zero. (Refer to MDR 9616240-2006-00493). According to facility's rn, facility admin, the nursing staff noticed that in 2006, when starting the tpe treatment on a prisma tpe machine, the machine progressively indicated a pt plasma loss of 600 cc, event though the machine was programmed to zero pt plasma loss. There were no "incorrect weight change" alarms during treatment.